Event description:
Caller reported cartridge alarm 20. There was no adverse impact to the customer's blood glucose level. Technical support confirmed consecutive cartridge alarms and resolved the issue by sending a replacement pump with updated software to the customer, who will use mdi as a backup therapy. Customer was advised on steps for using the replacement pump, including returning the problematic pump and storing it properly. Training will be available through their tandem source account, and it was confirmed that no signature would be required for package delivery.